Event description:
This case was reported by a consumer and described the occurrence of liver metastases coloncarcinoma and lung metastasis in a pt who received super wernet's denture adhesive powder over a period of 7 months for loose dentures. A physician or other health care professional has not verified this report. The pt's part medical history included allergy to novocaine, arthritis, automobile accident, colon cancer, dental removal, drug allergy, esophageal reflux disease, hip degeneration and tooth abscess. Concurrent medications included warfarin, coreg, atacand, norvasc, spironolactone + hydrochlorothiazide, synthroid, detrol la, oxybutyn, protonix, hydrocodone, centrum, coenzyme q-10, baby aspirin, calcium + magnesium + zinc, glucosmaine/chondroitin, and super b complex. In 2003 the pt started super wernet's. In december 2003, the pt was diagnosed with metastatic spread of colon cancer to the lung and liver. Pt also experienced weight loss, decreased white blood cell count and bone pain. This case was assessed as medically serious by gsk. The pt began chemotherapy treatment with oxaliplatin, calcium folinate (leucoverin) fluorouracil (5fu) 26 january 2004 and pegfilgrastium (neulasta) in june 2004. All events are resolved.